Manufacturer narrative:
H2. Correction: upon further review, annex b/method code b20 does not apply to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 977a275 lot# 0207424580 serial# implanted: 2014(B)(6) explanted: , ubd: , UDI#:product type lead product ID 977a275 lot# 0207680447 serial# implanted: 2014(B)(6) explanted: product type lead , ubd: , UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hospital via the manufacturer representative. Device serial/lot numbers and implant dates were provided. The cause of the leads crossing was reported to be a problem with the lead sliding possibly because of a scarred spinal canal. The leads were crossed only right at the tip. There have not been any problems after the latest procedure. Impedances were all normal with the electrode in use and as far as the healthcare professional knew, the patient did not have any problems nowadays. The event had resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: unknown, UDI#: (B)(4). B: year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient¿s ins was implanted in 2014. The first 3 electrodes crossed in the patient¿s spine touching each other which caused a short circuit in the device. This was not understood by doctors despite the symptoms and severe pain. It was noted that there were major problems. The patient hadn't been able to use the device much due to the short circuit and it had to be at least 5v. The second electrode was removed but after a month the battery ran out. The ins depleted after 5 months and was replaced.